Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2015 due to peritonitis. The patient was treated with vanco 2gs weekly (and continuing). The patient was discharged on (B)(6) 2015 and still being treated. The patient's effluent had no growth so at the time of this report they were unable to determine the cause/source of the peritonitis.

Manufacturer narrative:
Sections were updated to reflect additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
The patient presented to a hospital's emergency department febrile with intractable nausea and vomiting, headache, abdominal pain that had started three days prior, was admitted to the hospital, was diagnosed with peritonitis, hypokalemia, and was initiated on vacomycin and ceftazidime via intraperitoneal route. During examination on (B)(6) 2015, it was revealed that the patient had some crusting and mild serosanguinous drainage from the tenckhoff exit site. The patient reported a complaint of right upper and right lower extremity weakness that started one month prior, and the complaint of abdominal pain was described as tenderness mostly in the right lower quadrant than on the left. On (B)(6) 2015, the event of intractable nausea and vomiting and abdominal pain completely resolved. As of (B)(6) 2015, the patient was discharged from the hospital in stable condition to home.